Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was giving off alarms where it can not be used. It is unknown under which circumstances the issue was discovered or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. A getinge field service engineer (fse) evaluated the iabp unit and could not duplicate the reported issue. Fse found gas loss and gas gain alarms back to back but could not able to replicate again. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.